Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0875 inches. No unexpected insulin flow blocked alarms noted during testing. No under-delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 27.225 units of normal bolus was delivered on (B)(6) 2025 between 00:00:53.000 and 14:53:01.000. Pump was cut to perform visual inspection and found moisture damage on the battery tube and force sensor. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025: 08:34:04.000 basal, 10:07:14.000 basal, 11:39:40.000 basal, 11:49:41.000 basal, 13:19:00.000 basal, and 14:53:01.000 basal; in pump downloaded history. Unable to do the force sensor zero offset test due to moisture damage on the flex connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm high bg's and hemorrhage/blood loss/bleeding. Unexpected insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported a blood glucose value of 28.5 mmol/l. The customer reported hyperglycemia, treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed and the issue persists with the new pump and as not resolved. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Customer also reported skin redness symptoms. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and the customer response was the device will be returned.